Event description:
It was found during testing that a pump was not recognizing a closed door. There was no pt injury since the error was found during testing.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The close door message was found during testing, confirming the error. It was caused by a failed upper link switch. As a result, the upper aux assembly was replaced.